Manufacturer narrative:
G4: 22jul2020 b4: (B)(6) 2020 the gds (gas delivery system) was returned for analysis. Customer complaint verified. Root cause was failure of air flow sensor, caused by u1 drifting out of calibration submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 28may2020 b4: (B)(6)2020. The manufacturer's field service engineer (fse) was unable to duplicate the issue, however through evaluation they found the flow accuracy test failed. The fse replaced the gas delivery system and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31mar2020.

Event description:
The customer reported low tidal volume alarm and low minute ventilation alarm will not clear. There was no patient involvement.